Manufacturer narrative:
According to the component analysis result, we confirmed that the foreign material was cellulose fiber and polyethylene (resin). We presumed that the cellulose fiber was not originated from the scope, however it was possibly the fiber such as gauze and towel used in the environments. Moreover, presumably the polyethylene (resin) was not originated from the scope either and it was possibly come from fragments of resin products used in the environments. The foreign material clogged in the a/w (air/water) nozzle was caused since the fiber such as gauze and towel and the fragments of resin products used for reprocessing was not drained from the a/w nozzle by tangling inside the a/w channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reporter's issue (flow problem at air/water nozzle) was confirmed due to the foreign material identified. The foreign material also prevented water being fully removed from the nozzle. Examination of the returned device showed the following areas of damage: the connecting tube was discolored; the light guide lens adhesive was peeling; the scope connector cover and universal cord were both sticky; and the scope connector was dirty due to fluid leakage. The following areas showed scratches: the connecting tube hand grip, suction cover, switch box, lock engagement lever, right/left angulation knob, up/down angulation knob, scope connector cover, scope connector, universal cord, universal cord protector and control body. Functional testing showed the angulation control in the up direction did not meet with specifications and the up/down knob had excess play; both conditions occurred due to a worn angle wire. In addition, the light guide bundle was slipping, which caused the illumination to be uneven. The investigation determined that foreign material was in the air/water nozzle. Inspection of the air/water nozzle did not find any damage or deformity that would cause this problem. The source of the foreign material could not be identified and the cause of the issue was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage: chapter 3, preparation and inspection, section 3.3, inspection of the endoscope: "inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." In addition, the instructions for use review identified this relevant section: "inspection of the water feeding function: 1. Keep the air/water valve's hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the gastrointestinal videoscope had low flow from the air/water nozzle. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.